Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited high pacing impedance measurements, and the guidewire was unable to be inserted into the lead. The lead was not used, and a new lead was implanted. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed while the reported event of stylet could not be inserted was confirmed. As received, a complete lead was returned. Electrical tests and x-ray examination were normal. Visual inspection of the lead did not find any anomalies with the exception of procedural damage. Stylet was inserted through the proximal end of the lead and was restricted at the distal region due to the inner coil clogged with blood. The cause of the reported event of stylet could not be inserted was isolated to the inner coil being clogged with blood.